Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level of 458 mg/dl, which was treated with manual injection. The customer had called to report an issue with the serter. The customer stated that they were pulling the sensor off the base and the sensor stayed behind. The customer stated that the sensor base remained on the pedestal when the serter was pulled away from the pedestal. Assistance was provided and the customer was able to successfully insert the nest sensor. The precious sensors had cause sensor error alarms. At the time of the alarms the customer's blood glucose had been 196 mg/dl. As the alarm was a past even, no troubleshooting was performed. The customer also stated that the cannula of the sensor was pulling out when they removed the serter from their body. The customer stated that this had occurred with three other sensors. At the time their blood glucose was 214 mg/dl. The needle hub was stuck in the serter. Nothing further was reported.